Event description:
It was reported that the device was used during a hand assisted laparoscopic nephrectomy procedure. The surgeon was loosing pneumo when placing the 5mm ultrasonic device into the trocar. The surgeon pulled device out of the trocar, still having trouble establishing the pneumoperitoneal. Leaking was still heard coming from the trocar. He pulled off the white cap to see if the duckbill seal was damaged, there was no damage observed. Replaced the white cap and continued to hear the leaking. The ultrasonic device was inserted back into the trocar and was still leaking. Turned the trocar a 1/4 of a turn, continued to leak. Retightened the hand assist device because hand was inserted, that did not help the pressure. At this point, he pulled the trocar sleeve out of the patient. Opened another device and pneumo was then obtained and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Yes, leaking as the insufflator was pumping. If so, did the "noise" prevent insufflation? Yes. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 5-6 mgh pressure reading of insufflator. Were you able to identify where the leak was coming from? Yes, top of trocar. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm ultrasonic device, be was also leaking with out device inserted was any torque being applied to the trocar or device? Slight torquing. The analysis results found that only the sleeve was returned returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.